Manufacturer narrative:
Evaluation codes: results (other)- a visual inspection of the returned product shows the optic is torn at the haptic junction. There is a clear surgical residue on the lens. Also received is a cq cartridge and visual inspection shows no visible damage to the cartridge. Conclusions. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore. Lens removed without enlarging incision. No patient injury. The cartridge they used is the wrong cartridge for this type of lens.